Manufacturer narrative:
(B)(4).

Event description:
It was reported that a "sensor not detected" message occurred during warm up. The sensor was inserted into the abdomen on (B)(6), 2022. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. In addition, signal loss over one hour was found in connection to the reported allegation. The reported event of a "sensor not detected" message is reportable based on the finding of signal loss over one hour. No injury or medical intervention was reported.